Event description:
It was reported that the retractable pull handle cable for the base was broken. This could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.